Event description:
During a pm inspection it was reported that the 9600+ system has a bad battery pack and the x-ray tube needs to be replaced. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The battery pack and x-ray tube were replaced. Performed generator and entrance dose calibrations. The system was tested and found to be working as intended and placed back into service.